Event description:
It was reported that during the procedure the subject stent was deployed at the basilar artery. Physician noted that vessel perforation had occurred. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information provided.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While the reported events is also documented in the wingspan dfu as observed/ anticipated adverse events, the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use. As per the additional information, the patient was very sick with basilar artery disease. The anatomy was tortuous. It is most probable that there were some procedural or anatomical factors present during the clinical procedure which contributed to the patient vessel perforation. An probable assignable cause of procedural factors will be assigned to the reported patient harm, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject stent was deployed at the basilar artery. Physician noted that vessel perforation had occurred. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information provided.